Event description:
It is reported that the device was revised due to the stem breaking at the trunnion. Age of device is unk.

Event description:
It is reported that the device was revised due to the stem breaking at the trunnion. Age of device is unk.

Event description:
It is reported that the device was revised due to the stem breaking at the trunnion. Age of device is unknown.